Event description:
Defective moxy greenlight laser fiber. ¿excessive fiber activity. Please clean and inspect fiber tip¿ message showed beginning of the procedure. Even less than a couple of minutes after started. Changed another fiber and the case proceeded without problem. Affected product: ref # 0010-2400, lot # 35540246, exp 2027-01-02.